Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the master tool manipulator right (mtmr) drifting occurred during the procedure. Technical service engineer (tse) discussed whether possible contributing factors such as draping or port placement. Tse reviewed system logs and found no errors. The procedure was completed with no reported injury.